Event description:
It was reported that the patient underwent a a posterior and anterior cervical fusion at c6-7 and a partial corpectomy with microdissection where rhbmp-2/acs was used along with a interbody graft on (B)(6) 2003. Imaging studies ultimately showed that the patient had developed uncontrolled bone growth and resulting nerve compression at the implant site. The patient now suffers from chronic pain and radiculitis, and emotional distress and mental anguish. No further information was provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Additional information: (B)(6).

Event description:
It was reported that on (B)(6) 2003 the patient underwent the following surgeries: partial corpectomy c7 with microdissection and removal of recurrent fragment, anterior cervical fusion c6-7 with cage prostatic graft, anterior cervical plate system and small kit bmp to treat the pre-op diagnosis: herniated nucleosis pulposus c6-7 recurrent disc. Op notes: "...the surgeons were able to easily distract the space and place a 9 x 11 x 11 mm graft into position. This was shaped. We then placed a small portion of bmp within the graft as well as around it. The bmp was prepared per protocol earlier in the case. We used a 25 mm plate with 15 mm anterior cervical plate system screws. The screws were locked to the plate using the locking mechanism. The graft that was used was a cornerstone prosthetic graft which had machining placed to it. Final fit looked excellent. The procedure was tolerated quite well and the patient was transferred to the recovery room in stable condition moving her extremities to command. There were no changes in evoked potential throughout the case...".